Manufacturer narrative:
Product ID: 3889-28, lot# v689338, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported the lead was damaged during an explant procedure. It was noted the patient ¿needed to have it removed, it was placed two years ago.¿ during explant, the rubber portion and 4 electrodes were not retrieved. They were left in the patient because the physician decided the risks outweighed the benefits. Additional information requested but had not been received as of the date of this report.